Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found beeping due to out of range pace impedance measurements on the right ventricular (rv) lead. The values at implant were 2000 ohms. The values had increase the last six months. All other values were good. The alarms were turned off on the device and a follow up was booked in three months. No adverse patient effects were reported.